Manufacturer narrative:
The field service engineer (fse) inspected the module and could not reproduce the malfunction. He then checked for the proper alignments of the sample, reagent, extra wash system (ews), and sipper probes. He also checked for the internal and external rinsing of these probes. The fse checked for the proper alignment and rinsing of the mixer. He also checked the pressure sensor for proper voltage. He checked the liquid level detection (lld) of the sample and reagent probes. He checked for the proper gear pump pressure and the main water pressure. He verified the analyzer's performance by instrument checks with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys hcg + beta test system for one patient sample tested on the cobas e 801 analytical unit. The initial result was reported to the physician. The physician requested a rerun as the result did not match the patient's condition. The initial result was less than 3.5 miu/ml with a repeat result of 5635 miu/ml. The repeat result was deemed correct. The reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.